Event description:
As reported, a patient underwent a peripheral vascular therapy (evt) after baseline examination saw no problem with them participating in a clinical trial. The same day of the procedure, 4 hours after hemostasis was obtained with a 6/7f mynx control vascualr closure device (vcd) a "walking evaluation" was performed. The patient was discharged from the hospital two days after the procedure due to favorable progress and was evaluated at the time of discharge. No abnormalities were observed at the puncture site. About 3 days after discharge, the patient had complained of pain at rest, but since there were no major abnormalities at the inguinal puncture site and no purpura on the thigh, acetaminophen was prescribed, and the patient was followed up in clinic. Approximately 10 days later the patient visited an internal medicine outpatient clinic. Thirty days after the hemostasis procedure in the clinical trial, pseudoaneurysm was detected by vascular echocardiography at the puncture site which was evaluated and it was judged that surgical hemostasis was necessary, and the patient was hospitalized. It was decided to follow the course and elective surgery. The patient was treated for the pseudoaneurysm, had arterial endarterectomy, angioplasty, and pseudoaneurysmectomy. The patient recovered and was discharged. There is a causal relationship with the investigational device, and we have determined that there is no causal relationship with the procedure because we were able to confirm hemostasis with normal procedures. In addition, a right femoral artery pseudoaneurysm was diagnosed from the results of vascular echocardiography and CT examination performed. The patient was admitted to the hospital because surgical hemostasis was deemed necessary for the pseudoaneurysm of the right femoral artery. The device was stored and prepped according to the IFU. The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f 10 cm non-cordis sheath. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Aspirin was used for the procedure. The patients act was 330 during the procedure. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was previously closed with a closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath greater than 7f was not used. The device is not available for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent a peripheral vascular therapy (evt) after baseline examination, saw no problem with them participating in a clinical trial. The same day of the procedure, 4 hours after hemostasis was obtained with a 6/7f mynx control vascular closure device (vcd), a "walking evaluation" was performed. The patient was discharged from the hospital two days after the procedure due to favorable progress and was evaluated at the time of discharge. No abnormalities were observed at the puncture site. About 3 days after discharge, the patient had complained of pain at rest, but since there were no major abnormalities at the inguinal puncture site and no purpura on the thigh, acetaminophen was prescribed, and the patient was followed up in the clinic. Approximately 10 days later, the patient visited an internal medicine outpatient clinic. Thirty days after the hemostasis procedure in the clinical trial, a pseudoaneurysm was detected by vascular echocardiography at the puncture site, which was evaluated and it was judged that surgical hemostasis was necessary, and the patient was hospitalized. It was decided to follow the course and elective surgery. The patient was treated for the pseudoaneurysm, had an arterial endarterectomy, angioplasty, and pseudoaneurysmectomy. The patient recovered and was discharged. There is a causal relationship with the investigational device, and we have determined that there is no causal relationship with the procedure because we were able to confirm hemostasis with normal procedures. In addition, a right femoral artery pseudoaneurysm was diagnosed from the results of vascular echocardiography and CT examination performed. The patient was admitted to the hospital because surgical hemostasis was deemed necessary for the pseudoaneurysm of the right femoral artery. The device was stored and prepped according to the instructions for use (IFU). The procedure used a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f 10 cm non-cordis sheath. The femoral artery¿s suitability was not verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Aspirin was used for the procedure. The patient¿s act was 330 during the procedure. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was previously closed with a closure device prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges. A procedural sheath greater than 7f was not used. The product was not available to be returned for analysis. The product history record (phr) review of lot: f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Pseudoaneurysms are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn't heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the information provided of the event, patient (such as excessive movement of the affected limb) and vessel factors (the target femoral site was previously closed with a closure device prior to this procedure) possibly contributed to the bleeding event reported since the pseudoaneurysm was noted 30 days after the mynx device was used. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the safety information in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ neither the phr review nor the information available suggests that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.